Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received several inappropriate shocks due to oversensing. Upon attempting to optimize the device, an "out of range signal amplitude detected" message was observed. Technical services (ts) reviewed the device data and noted that there had been variable amplitude measurements over time. It was then noted that the patient had undergone dialysis the day of the inappropriate shocks; therefore, ts discussed managing the patient clinically. The patient would continue to be monitored and was referred to their primary physician. No adverse patient effects were reported. The device system remains in service.

Manufacturer narrative:
The device was returned for analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. The clinical observations of oversensing, low amplitudes, and inappropriate shock were not confirmed by analysis. An unrelated finding of a high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received several inappropriate shocks due to oversensing. Upon attempting to optimize the device, an "out of range signal amplitude detected" message was observed. Technical services (ts) reviewed the device data and noted that there had been variable amplitude measurements over time. It was then noted that the patient had undergone dialysis the day of the inappropriate shocks; therefore, ts discussed managing the patient clinically. The patient would continue to be monitored and was referred to their primary physician. No adverse patient effects were reported. The device system remains in service. Additional information was received which reported that this s-ICD system was later explanted and not replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received several inappropriate shocks due to oversensing. Upon attempting to optimize the device, an "out of range signal amplitude detected" message was observed. Technical services (ts) reviewed the device data and noted that there had been variable amplitude measurements over time. It was then noted that the patient had undergone dialysis the day of the inappropriate shocks; therefore, ts discussed managing the patient clinically. The patient would continue to be monitored and was referred to their primary physician. No adverse patient effects were reported. The device system remains in service. Additional information was received which reported that this s-ICD system was later explanted and not replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.